Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) events. Specific bg value not provided. The customer declined to provide further information regarding the events to tandem technical support.